Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump display was difficult to read unless in a dimly let room. The reporter claimed the display issue started approximately 6 months prior to contacting animas and has gradually worsened. There was no known trauma to the pump. At the time of the call, the reporter confirmed that she was still able to use the pump despite the display issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 08/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump display screen was dim and discolored. When replaced with a test display, the screen functioned properly.